Manufacturer narrative:
The biomedical engineer reported the reported failure has been resolved, resolution is unknown.

Event description:
The hospital reported they were unable to use the unit. Possible loss of ventilation. There was no report of patient involvement.